Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the scs system had never helped with the pain and soreness in their back, hip, and leg that they had been implanted for. The patient had been reprogrammed multiple times but it had never helped them. It was reported that the patient programmer showed the poor communication screen and the implantable neurostimulator recharger (insr) showed the reposition antenna screen. The patient could not sync to the implantable neurostimulator (ins) using the patient programmer or the insr. It was reported that the patient needed to connect to the ins because they were having a MRI for an unrelated issue. The patient had not charged the ins in months and did not know the last time that they had felt stimulation. The patient did not have a current managing health care professional (hcp). Hcp listings were provided. The patient had an appointment on (B)(6) 2016 to have the scs system removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.